Manufacturer narrative:
As of 03/31/2021 returned product and retained samples were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests.

Event description:
On the initial report on 03/03/2021 consumer stated that product caused her an allergic reaction, that required medical attention, antibiotics and steroids. Consumer added the reaction was to the whole bandage.